Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high defibrillation impedance. The lead was not used and a new lead was implanted. The patient was in stable condition.